Event description:
The customer stated the ag-920pa multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2 showed a calibrating error message while on a patient. He tried calibrating the device, changed test gas, and sample lines. The problem occurs intermittently. Ref MFR report 8030229-2014-00085.